Event description:
The dr. Stated that the pt suffered a corneal ulcer after wearing the contact lens because the pt was given equate saline at the time of purchase and was not instructed on how to correctly disinfect the lenses. The lenses were purchased without prescription from a beauty supply store.